Event description:
Related manufacturer reference number: 1627487-2023-02713. It was reported that the patient was experiencing uncomfortable stimulation since the implant of their device and the patient's adapters were found to be exhibiting high impedances. Surgical intervention was undertaken on (B)(6) 2023 in which the adapters were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.